Event description:
A consumer implanted for non-malignant pain reported on (B)(6) 2016 they had severe pain at the incision area because they bent down to pick up a bag. It was noted the consumer was supposed to be getting a pump implanted on (B)(6) 2016 for their pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.